Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluated by manufacturer? No. (B)(4). Lens not returned.

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -08.00 diopter, and the lens tore/broke during injection/delivery into the eye. The lens was removed and there was no reported injury. The surgeon did not have another 13.2mm lens available and as the patient was from (B)(6), a 12.6mm lens was implanted.

Manufacturer narrative:
Device evaluation: product evaluation found the lens returned dry in the lens container, but there is clear surgical residue/debris on product. Visual inspection found haptic broken. Work order search: no similar complaints were reported for units within the same lot. This is an adverse event, not a product problem. Distributor not user facility. (B)(4).